Event description:
Pt arrived to the endoscopy lab for a colonoscopy due to findings of blood in stool. Pt was found to have 3 polyps. One at 45cm and two larger polyps at 18cm. It was determined that the larger polyps should be taken off with electro-cautery. The electro-cautery machine was set up per protocol and properly grounded on the upper left thigh. Settings were as follows: cut 200, coag 25. Set at endo cut light green; no problems noted. The polyps were then removed using a 13mm snare and electro-cautery. After polyps were removed, doctor noted that the cautery burns appeared to be deeper than usual. There was no active bleeding at this time or obvious signs of perforation, however doctor elected to apply 4 hemiclips, two to each polyp site in order to avoid any possible complications. This was done with good results. After the procedure, doctor informed the family of his concerns regarding the cautery burns and the pt was informed to report any signs or symptoms of bleeding or abnormal responses to therapy. Pt was then discharged to home with no abnormal complaints at this time.health professional's impression: more energy output than expected.biomed test result:machine was brought to biomed. All peripherals had been disposed of before biomed was called.tested machine and found it behaving erratically when using the pen stylus. No matter which button is pressed, "cut" was activated. Occasionally, the "coag" will activate. At times the "error 32" message will come up.when testing done on a known working machine, pen activated properly each time. Electrical safety and leakage were within proper parameters.contacted erbe, they said that because of the nature of the malfunction, the unit should be returned to them for evaluation.settings at the time of the incident was 200 w for the cut and 25w for the coag. They were doing a normal endoscopy, cutting of polyps. They were grounded and in endocut mode, (23w) with a pad number of 2012-05gr.manufacturer response (as per reporter) for electrosurgical units, monopolar/bipolar, erbotom icc 200:erbe sent a letter detailing the repair of this device. Letter is on file. Several pcb boards were replaced to address functional issues. Unit under went a 4 hour burn in test to verify system stability.

Event description:
Pt arrived to the endoscopy lab for a colonoscopy due to findings of blood in stool. Pt was found to have 3 polyps. One at 45cm and two larger polyps at 18cm. It was determined that the larger polyps should be taken off with electro-cautery. The electro-cautery machine was set up per protocol and properly grounded on the upper left thigh. Settings were as follows: cut 200, coag 25. Set at endo cut light green; no problems noted. The polyps were then removed using a 13mm snare and electro-cautery. After polyps were removed, doctor noted that the cautery burns appeared to be deeper than usual. There was no active bleeding at this time or obvious signs of perforation, however doctor elected to apply 4 hemiclips, two to each polyp site in order to avoid any possible complications. This was done with good results. After the procedure, doctor informed the family of his concerns regarding the cautery burns and the pt was informed to report any signs or symptoms of bleeding or abnormal responses to therapy. Pt was then discharged to home with no abnormal complaints at this time.health professional's impression: more energy output than expected.biomed test result:machine was brought to biomed. All peripherals had been disposed of before biomed was called.tested machine and found it behaving erratically when using the pen stylus. No matter which button is pressed, "cut" was activated. Occasionally, the "coag" will activate. At times the "error 32" message will come up.when testing done on a known working machine, pen activated properly each time. Electrical safety and leakage were within proper parameters.because of the nature of the malfunction, the unit should be returned for evaluation.settings at the time of the incident was 200 w for the cut and 25w for the coag. They were doing a normal endoscopy, cutting of polyps. They were grounded and in endocut mode, (23w) with a pad number of 2012-05gr.manufacturer response (as per reporter) for electrosurgical units, monopolar/bipolar, erbotom icc 200:sent a letter detailing the repair of this device. Several pcb boards were replaced to address functional issues. Unit under went a 4 hour burn in test to verify system stability.